Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level had no adverse impact. The customer was able to remove the o-ring from the pump and reverted to mdi for insulin therapy.